Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display went out on sucker pump. The device was not changed out, as the perfusionist (ccp) used the central control monitor (ccm) to control the roller pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(4) 2014: the ccp stated that during cardiopulmonary bypass, the local display of the "sucker" roller pump became blank (dark). The pump was able to be controlled with the local knob and pump speed was able to be monitored on the ccm. The pump was used during the procedure without difficulty. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.